Event description:
It was reported that patient faced an infusion set tape not sticking on (B)(6) 2026. The cause of product not adhering due to tape not stuck well. The infusion set was in use for 2 hours. The blood glucose was high and got treated with insulin bolus.

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.